Event description:
While using a byte day aligner, patient experienced allergic reaction, they reported their symptoms of inflammation of their gums, salivary glands, and sores throughout their mouth each time they tried wearing the aligners. Patient was advised to visit doctor and provide findings. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.